Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient stated they had a driveline disconnect alarm on (B)(6) 2023, but there was no alarm visible on the system controller or monitor history. The log files did not see any driveline disconnect alarms.

Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported driveline disconnect alarm could not be confirmed through review of the submitted log files. A specific cause for this event could not be conclusively determined through this evaluation. It was reported that the patient communicated that they experienced a driveline disconnect alarm on (B)(6) 2023; however, no alarm was observed on the system controller or monitor history. The submitted log files appeared to capture the pump operating as intended at the set speed. No driveline disconnect alarms were observed in the system controller event log file; however, some information from (B)(6) 2023 had been overwritten, per design, to accommodate new events being written to the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . No further related events have been reported at this time. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 2, "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including driveline disconnected, as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook, is also currently available. This handbook warns in several sections: "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." And "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected, and the proper actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing and quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR # 2916596-2023-03050.